Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was extrin sically over-rotated. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the rv lead exhibited numerous sensing integrity counter (sic) counters. Reprogramming was performed to decrease sensitivity for the rv and ra leads. Both leads were later capped and replaced. Also, it was reported that the implantable pulse generator (ipg) device exhibited premature battery depletion. The device was explanted and replaced. It was further reported that the new lead was attempted to be implanted, but as the lead exited the distal portion of the sheath, it was noticed the helix was completed extended. The helix was retracted and re-extended, however, it took more than the traditional number of rotations to extend and retract. The physician was concerned that the fixation mechanism had been compromised. The lead was not implanted and it was replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.